Manufacturer narrative:
Based on the claim against the product by the customer noting clip application issue, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip applier instrument failed the clip test due to misaligned grip-tip of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additional observation related to the customer reported complaint: the instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.012¿ offset at the tips. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the medium-large clip applier instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument could not close the clips. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected before use and there was no damage. The vessel/tissue was not greater than the specified diameter. The clip applier has never closed in any of the attempts. A laparoscopic clip applier was used to complete the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting the clip closing issue, an advanced failure analysis was completed to determine the cause of this reported event. Initial findings were confirmed. The medium-large clip applier instrument was analyzed and found to have clip application test failure. During a clip installation, one grip's hole for the clip appeared to be smaller than the other and the clip was not able to be fully seated. As a result, when performing the clip test, the clip was not able to close as the seating was unsecured. A clip was installed on the grips of an in-house instrument for comparison. It was confirmed that the grips were bent with a 0.012" offset. The procedure history was reviewed and the instrument was used in three different procedures before the failure occurred.

Event description:
Refer to h10/h11 for follow-up information.